Event description:
Procedure type: laparoscopic gastric bypass. According tot he reporter: after the first two firings, there were malformed staples. The surgeon over sewed portion of the staple line to secure. The tissue will also be returned. There was no bleeding reported in excess of 250cc. The cause was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).